Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during bolus. Blood glucose level at the time of the incident was 480 to 520 mg/dl. During troubleshooting, the customer did not have an additional set to change to, and was advised to do so when possible. The insulin pump was not replaced or returned for analysis.